Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (segments missing) issue. Reportedly, there were blank areas on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: on investigation, the alleged line through display issue was not duplicated. The pump powered up to the display with no added or missing lines. Unrelated to the complaint, the display screen was found to be dim with pinkish contrast. Tactile issues were found with all the keypad buttons. Removal of the cover found an inverted ¿down¿ button contact and contamination under all the button contacts. Due to the button issue, the bolus button and the vibratory features was not tested.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(4).